Event description:
It was reported via repair work order that the side rail was stuck in/out movement due to glide rods alignment/adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.